Event description:
It was reported that the connecting tube sets had broken connector tabs. The two plastic tabs on the connector sets broke off prematurely and new sets are ordered often. The issue occurred during reprocessing. There were no reports of patient involvement. This report is related to the following linked patient identifiers: (B)(6).

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's updated investigation and device evaluation. Additionally, to provide a correction to the initial with information inadvertently left out (g2) and to provide an update to fields (d9, h3, and h6). The device was evaluated by olympus, and it was confirmed that one of the locking levers broke off and was not returned with the devices. Based on the results of the updated investigation, it is likely that the external stress occurred due to the user may have applied stress toward wrong direction which caused the external stress. However, a specific root cause of the reported problem could not be identified.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, external stress was applied to lock lever of the connecting tube, which led to breakage of the tube. The cause of the external stress on the lock lever was not established. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿visually inspect the connecting tube to ensure that there are no cracks, breaks, rips, scratches, attached debris, or other irregularities. Move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken.¿ olympus will continue to monitor field performance for this device.